Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n198809, implanted: (B)(4) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported in (B)(6) 2014 the patient fell and went to the hospital. The patient notified their manufacturer representative after their fall. The manufacturer representative checked the device and it was okay. On (B)(6) 2014. The patient was riding passenger in a car and they got a sharp, stabbing pain and the ¿stimulator did not feel right¿. This lasted about one hour and the patient felt a shock in their left shoulder near the lead. The patient had no falls or trauma with this event. The patient put new batteries in their patient programmer and confirmed the stimulator was on program b at 1.55v. No outcome or intervention was provided however additional information has been requested and if received a follow-up report will be sent.